Manufacturer narrative:
Patient medical history incudes but is not limited to: thombocytopenia, gerd w/out esophagitis, popliteal aneurysm, perforated nasal septum, mixed hyperlipidemia, arterial aneurysm, hypertension, etd. Patient medications include but are not limited to: losartan, prilosec, plavix, tylenol, multivitamin. According to the gore excluder® aaa endoprostheses instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleaks.

Event description:
On (B)(6) 2017, this patient underwent treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm (rciaa) and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® lliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent reintervention to treat a distal type I endoleak associated with a 23 contralateral leg component used to extend coverage on the left side due to elongation of the internal iliac artery and a full occlusion of the left internal iliac artery. Two additional contralateral leg components were placed distally on the left side. The endoleak was resolved. The patient tolerated the procedure.